Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pump was replaced. The catheter aspirated fine as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (1,560 mcg/day, 4,000 mcg/ml) via implanted infusion pump indicated for intractable spasticity. It was reported that on (B)(6) 2023, for the patient's normal refill, they expected 3.9ml from the reservoir and aspirated 12ml. The rep reported on (B)(6) 2023 the patient went to the emergency room and they accessed the pump expecting there would be 19ml and got back 16ml. The rep stated that they were concerned with the patient having seizures and altered mental status at that time. Technical services reviewed the possibility that the pump reservoir was not aspirated entirely at that time. Technical services inquired if any bubbles had been seen. The hcp did not have the details. The rep stated that today, 2023-mar-01, they expected 6.3ml from the reservoir and pulled back 11ml. The rep stated that there were no alarms in the logs. The hcp stated that the patient also reported hearing some whirling or "some type of weird noise" yesterday, (B)(6) 2023, coming from the pump. Technical services reviewed that the pump does make noise at it turns its wheels. The hcp said it was more so than usual, but he did not hear it. The hcp stated that the patient's spams were at baseline, but there was no itching or bad spasticity. The hcp stated that at the patient's last pump replacement, there was some catheter discontinuity and they had to revise the catheter so he did not rule out that there may be a partial catheter kink or occlusion currently happening. The hcp would be doing diagnostic testing on the catheter and possibly replace the pump and the catheter depending on the findings. Additional information received on 2023-mar-07 from a healthcare provider (hcp) reported the previously mentioned volume discrepancies and that the catheter port study showed no catheter breaks/extravasation andimaging showed no kinks.